Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, an air emboli was observed in the left superior pulmonary vein (lspv) and migrated to the left atrial appendage. The balloon catheter was removed and the emboli was extracted using a coronary catheter. The case was completed with cryo. The patient underwent a neurology consult, and no impairment was found. No further patient complications have been reported as a result of this event.